Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
MDR number for associated cable complaint: (B)(4).

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. An unstable hemodynamic value can be an indication to the user to begin the troubleshooting process. In the clinician believes the patient¿s clinical manifestations do not correlate to the displayed values, it is common clinical practice to the abort the attempt to obtain further hemodynamic measurements. In this instance, the cardiac index did not correlate to the patient presentation. The catheter can be exchanged if desired. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Concomitant device MDR #: 2015691-2019-02076.

Event description:
It was reported that during use of a swan-ganz catheter with an edwards swan-ganz module and cable, the cardiac index (ci) values were inaccurate on the hemosphere monitor. Per the nurse, the patient had undergone CABG, mvr, and avr procedures and was on epinephrine and phenylephrine drips, though "not high doses". When they first connected the svo2 monitor, the ci was 0.9 and stroke volume (sv) was in the 20's, yet the patient had palpable pulses and adequate output. They gave volume and continued to watch, but the ci fluctuated between 1.5 and 1.2 all day despite increasing the pulse volume and urine output. There was no error message displayed on the screen. The sqi value was 1. The module was changed out, then the co cable. Changing the swan-ganz was not felt to be an option because it remained in the patient. The nurse stated that ¿yes it was a sick patient¿ but they ¿had reasonable filling pressures and blood pressure.¿ waveforms were normal and the swan-ganz catheter position was confirmed with x-ray. With good distal pulses and the patient making adequate urine, they expected the ci to be at least 2.0 and above, not the reading they got on the svo2 machine. The nurse noted that the ¿clinical picture just did not explain the numbers they were getting from the machine.¿ the patient was not harmed since they ¿chose to ignore the numbers from the svo2 machine and not treat accordingly¿; however, she felt the issue posed a potential danger to the patient, because the patient may have been harmed if the issue had happened when providers were not readily available to evaluate the situation. The model and lot number are unknown. Additional patient demographics were unable to be obtained due to confidentiality. The product was discarded. It was determined by both the edwards representative and technical support that the module and cable were also suspect in this event.